Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (power issue) issue. The patient stated that the battery could not be removed from the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/27/2016 device evaluation: the device has been returned and evaluated by product analysis on 06/09/2016 with the following findings: a review of the pump¿s black box revealed a battery change. There was no damage found to the battery cap or to the battery compartment. The battery cap was able to attach securely to the pump and was removed without difficult. The original complaint was unable to be duplicated. The battery cap contacts were within specification. (B)(4).